Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application would not load. A field service engineer (fse) observed that the station was operational. The fse checked all connections and tested all drawers. All tests passed. A reboot was performed, and the station was verified to be fully operational. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the system was stuck on a blue screen the customer stated that the malfunction will impact patient care and user was able to retrieve medications from alternate station. There were no adverse events or injuries reported based on this event.